Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery or weak battery alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has numerous cracks and that a weak battery alert and bad battery alarm were received. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer declined to troubleshoot for the battery alarms and only requested a new pump. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.